Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci cholecystectomy surgical procedure, the surgeon noted that the sealer was taking a long time and the resulting seal was not adequate to burn. There were no reports of fragments falling into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.